Manufacturer narrative:
Other relevant device(s) are: product ID: 9735225, serial/lot #: (B)(4). Analysis: computer storage not functioning/malfunctioning. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that there was a sr manager failure when attempting to boot into cranial. Navigation was aborted. There was no reported delay to the procedure neither was there impact on the patient¿s outcome due to this event.